Event description:
A medtronic representative reported while performing a spinal operation, using spine and trauma application v 2.00 on the s7 system. The system suddenly, without touching any buttons, displayed a message "exiting" and stayed displaying it about 4 minutes, until the surgeon pushed the power button. Then the message "shutting down" was displayed and the system turned off. After pressing the power button again the system started up normally. Navigation was discontinued while the third of 3 screws was placed. It was the end of the operation, and surgeons did not start to use it again. No harm to the patient was reported as the site was just testing the system out on a procedure that was not planned for navigation.

Manufacturer narrative:
Patient information now provided. A medtronic representative upgraded the software version and there have been no issues with the system since.

Manufacturer narrative:
Patient demographic information is unknown, but has been requested. No logs or files have been received by the manufacturer for evaluation